Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient was seen in clinic for their routine follow up. This pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurement greater than 3000 ohms. The impedance and thresholds in both unipolar and bipolar were tested and were in satisfactory. The patient performed provocative maneuvers and no noise was noted in unipolar and bipolar. Additionally, loss of capture was observed which resulted in a backup pace that was successfully captured. The device was reprogrammed and the patient will be followed up in a few months. This pacemaker and competitor rv lead remain in service, and there were no adverse patient effects reported.